Manufacturer narrative:
We are working to gather information from the end-user and her dealer in an effort to ensure that the end-user is operating her wheelchair correctly. The end-user has committed to send us pictures of her wheelchair to help us identify any contributing factors that may be leading to her falls. A supplemental MDR will be filed if we are made aware of additional information. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.

Event description:
An end-user reported to sunrise medical that she has twice fallen out of her wheelchair. The first fall occurred on (B)(6) 2013 (never reported to sunrise until now) when she went to open the front door of her home and fell to ground sustaining 9 broken ribs. The second fall happened while trying to transfer to her commode. As a result she suffered fractures to her right tibia, fibula and two broken toes.